Event description:
It is reported that the implant was removed due to infection in bone surrounding implant. Tooth site #30. Pain and abscess are reported symptoms. The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.